Manufacturer narrative:
If explanted; give date: n/a (not applicable). Lens remains implanted. (B)(4). Device evaluation: the product was not returned to the manufacturing site as it remains implanted; therefore, the complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no other complaints have been received for this po. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 24.0 diopter intraocular lens (iol) was implanted in the patient's right (od) eye on (B)(6) 2019. The patient is unhappy with near vision post surgery and refuses to undergo further treatment. There may have been other ocular/neuro ailments exist. Reportedly, the patient cannot read, cannot see well to drive, and her eyes do not work together. A secondary surgical procedure is not scheduled or for certain planned at this time. Pre-op visual acuity: 20/50 without correction, 20/30 with correction post-op visual acuity without correction: 20/30 distance, 20/50 intermediate, 20/50 near. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.